Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device; however, the device was not fractured or separated at the collar or shaft. The photo of the device was reviewed and there was no fracture/separation of the collar or shaft of the device. There were some kinks noticed in the photo but no fracture/separation.

Event description:
It was reported that the device was fractured. The 30mmx3.0mm, 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 6f long guidezilla ii catheter-guide extension was selected for use. Upon unpacking, it was noted that the delivery shaft of the guidezilla was fractured outside the patient's body. As per physician's opinion, the quality of the device was not good. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that the device was fractured. The 30mmx3.0mm, 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 6f long guidezilla ii catheter-guide extension was selected for use. Upon unpacking, it was noted that the delivery shaft of the guidezilla was fractured outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.